Manufacturer narrative:
The explanted device was returned to the manufacturer on 06/15/2015. The results of the investigation have been reported under medwatch report # 2916596-2015-00864. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The explanted device was returned to the manufacturer on 06/15/2015. The results of the investigation have been reported under medwatch report # 2916596-2015-00864.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was reported to have experienced a post-operative sternal wound infection and subsequently acquired a persistent driveline infection in (B)(6) 2014. Information regarding the treatment rendered for the infection was not provided. By (B)(6) 2015 the patient''s heart had partially recovered as evidenced by an ejection fraction of 45%. The pump was turned off and then explanted on (B)(6) 2015. The inflow cannula was left in place.

Manufacturer narrative:
(B)(4). The pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.